Manufacturer narrative:
Baxter has contacted the account requesting the device to be returned for inspection. The device was not available for evaluation, thus the allegation of sparks and a loud snapping noise at the rear power cord connection upon powering on the volara device was not able to be confirmed or refuted. The DHR was reviewed with no contributing factors identified. There were no in-process failures, and no rework or repair was performed on this device.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that volara system serviced, hc,na had sparks coming from the device. There was no patient/user injury, medical intervention, symptom, or adverse event reported.